Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot of specific quality issue. Factors that may contribute to the reported failure to deploy the needles may include, but are not limited to, change position of device during deployment, device orientation, over insertion of the device. A conclusive cause for the reported event could not be determined; however, the treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, 45 sterile unused devices were received. 10 of the 45 sterile unused devices were inspected per the test plan. There was no damage noted to the sterile/unused devices. Qat testing was also performed on the 10 devices and were successfully tested. Additional information: d4 - model # added corrections: d1 - brand name updated d2a - common device name updated d3 - name updated d3 - address, city, postal code updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event was estimated as 03/20/2024, the day before the alert date. The additional prostar referenced in b5 is filed under a separate medwatch report number.

Event description:
Procedure date is estimated. It was reported that this was a vessel puncture closure using two prostar devices after an interventional procedure. Reportedly, the needle in the 10 o'clock position, misfired with both devices. Needle back down was successfully performed. A new prostar device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.